Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the introducer sheath distal sheath had exit adhesive (partially missing). Based on investigation results, the root cause of the reported issue could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the rhino-laryngofiberscope exhibited that the introducer sheath distal sheath had exit adhesive (partially missing). There was no report of patient involvement.